Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began on (B)(6) 2016 at 4:00pm. The patient stated that around 30 minutes prior to the start of the alleged product issue she was experiencing symptoms of shaking and self-treated with food and/or drink "orange juice". The patient stated that she obtained an alleged inaccurately high blood glucose result of "13.1 mmol/l". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of medications including "humalog 35 units 3 x daily at meal times, lantus 110 units 1 x daily and metformin twice daily". She denied making any change to her usual diabetes management routine as a result of the alleged product issue. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and her test strips had been stored correctly and not expired. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.